Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an implant on (B)(6) 2018. On (B)(6) 2018 it was discovered that the lead had dislodged and was displaying high capture thresholds and high lead impedance levels even as the patient was asymptomatic. On (B)(6) 2018 the lead was repositioned with subsequent testing establishing that all diagnostics were normal. The patient was stable throughout.